Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that stent dislodgement occurred, requiring additional intervention. The target lesion was located in the superior mesenteric artery (sma). An express sd stent balloon expandable was selected for use. During the procedure, the stent came off the balloon. As a result, the physician had to deploy it in the subclavian artery instead of the sma. The procedure was completed after placing an additional stent. There were no patient complications as a result of this event.